Event description:
A lead extraction procedure commenced to remove 3 leads: a right atrial (ra) lead and two right ventricular (rv) leads. A spectranetics glidelight device, model 500-303 was in use. During the attempted removal of the first rv lead and while the glidelight device was located in the superior vena cava (svc), the patient's blood pressure dropped and the heart stopped. Rescue efforts began immediately, including cardiac massage and sternotomy. An svc tear was discovered. Despite extensive rescue efforts, it was reported that the patient had lost too much blood and the svc was too compromised to repair; the patient did not survive.